Event description:
Rn notified piece of the #3 hip retractor was broken off the end of the instrument. Unable to locate broken piece anywhere on sterile field. Surgeon requests radiology to get x-rays to locate missing instrument piece. Radiology notified immediately. Radiology reported to the room, flat plate completed. The portion of the # 3 was identified in the right anterior medial proximal femur below the neck cut. C-arm x-ray machine brought into the room, multiple attempts were made to retrieve the broken piece of the instrument. After an hour, the surgeon was not able to secure the item. Charge nurse notified immediately. Surgeon informed by the charge nurse that he will need to disclose the information to patient and family. Surgeon agrees to inform patient. Surgeon began to close the surgical site.